Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The motor and battery tube assemblies found corroded. The insulin pump failed leak test, device leaked at a crack on back of the case. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The insulin pump was received with cracked case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cracks near battery compartment. The customer's blood glucose was unknown. The customer agreed to return device for analysis.